Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On the same day, it was reported that the patient had a seizure. The bg by the friend was 40 mg/dl while the egv was 140 mg/dl. The friend called the ambulance and he was brought to the hospital. The bg in the hospital was unremembered. The doctor gave him carbohydrates and 2 glucose tubes. The patient only stayed in the hospital for 3 hours and got out. At the time of the call 5 days after the episode, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.